Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a broken extension leg was confirmed but the cause remains unknown. The sample returned for evaluation was one photograph of a 23cm equistream catheter bifurcation, extension legs, and segment of a clamp. Usage residues were observed throughout the photographed sample. The venous extension leg had a complete circumferential break proximal to the bifurcation, with the proximal portion of the extension not contained in the photograph. The fracture edges appeared to be sharply defined as viewed in the photograph. No other distinguishing features of the break could be discerned from the returned photograph. Further evaluation will be performed if/when the physical sample is returned to the manufacturer. No further action is required at this time because the complainant event could not be related to a deficiency in product manufacture or while used under correct product use. A lot history review (lhr) of rezc1467 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the lumen broke off of the equistream cvc above the suture clamp. (B)(6) the patient presented with severe leak on equistream, the venous side, near the port of the catheter. Doctor has noted on file saying that it appeared clearly cut, even though patient said that it wasn't cut. Line removed and new one put in.